Manufacturer narrative:
The tech found the connection between the foot board and frame connectors were not working. The tech replaced the connector to repair the bed.

Event description:
Info received indicates the bed will not go into the reverse trendelenburg position for feeding purposes. Pt is on a heart lung bypass.